Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of hospitalization for low blood glucose level. The customer's blood glucose level at the time of incident was in the 30mg/dl. The customer's blood glucose level at the time of admission was 55mg/dl. The customer's most current level was 380mg/dl. Troubleshoot was conducted, and the drive support cap was found to be flushed. The customer was advised the device would be replaced and returned for analysis.